Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to verify numbers scrolling and perform the displacement test and self test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had received button error. The customer¿s blood glucose level was unknown. The customer reported that the numbers kept going up and down and scrolling, they took battery out and got normal screen and within 1 min it gave button error. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated aware date.